Manufacturer narrative:
This report is submitted on may 11, 2017, (B)(4).

Event description:
It was reported that the patient's abutment had become loose and unattached from the implant. Subsequently, revision surgery was performed to excise the excess skin and reattach the abutment.